Manufacturer narrative:
Qc was acceptable before and after the event. The laboratory reran previous patient samples and found no issues. Customer noticed dried reagent on the crem reagent syringe pump. A field service engineer (fse) was dispatched and replaced the reagent syringe pump on the crem module. Root cause of the event is unknown.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously high creatinine (crem) result generated by the unicel dxc 800 pro synchron clinical systems for one patient. The high crem result was reported out of the lab. The original specimen was re-tested on this and on two different instruments and lower crem results were generated. Per customer, they are not aware of any change to the patient treatment.